Event description:
Patient experienced an unwitnessed fall from an ez wider bariatric bed. Per nurse report, bed functions were not working properly, and the nurse was therefore unable to set the bed exit alarm. The patient was found on the floor and had slid between the siderails of the bed.